Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, with a reading of 120 mg/dl prior to the malfunction occurring. The customer followed the guidance provided by technical support to reset the pump, and the malfunction code did not recur. The customer was advised to call back if the issue reappears and acknowledged the instructions.